Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive around the objective lens had a chip; the adhesive around the light guide lens and the adhesive on the distal sheath was worn; the connecting tube was scratched; the switch box was dented and the plug unit was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, a gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to insufficient cleaning, the air/water tube and cylinder had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.